Manufacturer narrative:
Failure analysis on the returned cpu board shows that the cpu board was installed in an fi test ventilator. The ventilator was powered only by ac without backup battery and power cycled every 30 seconds over one hour. Cold spray and heat was applied to the buzzer ls1 while power cycling. No errors occurred. Ls1 was opened and examined but no cold solder joint or other failure could be identified.

Manufacturer narrative:
Patient information and event date were requested from the customer, but no response received.

Event description:
The customer reported that the ventilator alarmed with backup alarm failed error. The customer reported that the unit was in use on patient, but there was no patient harm reported.